Event description:
The field sales associate (fsa) was notified by hospital team-member at radiology department, who reported that during a procedure, a gore® viabahn® vbx balloon expandable endoprosthesis (vbx device) bxa065902e came of its balloon before being inflated. The vbx device was pulled back through a stent in situ and came of the balloon without any resistance. An operative fluoroscopy was performed to address the stent dislodgement. The procedure resumed as scheduled. Another vbx device was used successfully. Additional information was made available and confirmed that the device was fully introduced through the sheath before it was withdrawn from the patient. The patient tolerated the procedure.

Manufacturer narrative:
B5: event description updated to include the new information. H6: codes have been updated. Phr - the manufacturing records were reviewed and documented in the product history task. The device lot met all pre-release specifications. Product investigation report conclusion - the primary reported device failure, related to stent dislodgment, was confirmed during engineering evaluation. As reported, the fully introduced device came off the balloon when it was pulled back through a stent during attempted withdrawal. There is warning in the vbx device instructions for use against attempted withdrawal of the vbx device with the stent still mounted to avoid stent dislodgement. The cause for the confirmed stent dislodgement is, therefore, attributed to attempted removal of the device with the endoprosthesis still mounted. The returned device also exhibited a catheter kink. The cause for the catheter kink could not be determined with the available information. IFU statements the gore® viabahn® vbx balloon expandable endoprosthesis instructions for use (IFU), for the appropriate region and time-period, was reviewed with respect to the complaint details. The following IFU statements were identified in relation to this complaint. Warnings do not withdraw the gore® viabahn® vbx balloon expandable endoprosthesis back into the introducer sheath once the endoprosthesis is fully introduced. Withdrawing the gore® viabahn® vbx balloon expandable endoprosthesis back into the introducer sheath can cause dislocation and/or dislodgement and damage to the endoprosthesis, premature deployment, deployment failure, and/or catheter separation which may result in vessel damage and/or ischemia, potentially requiring surgical intervention. If removal prior to deployment is necessary, withdraw the gore® viabahn® vbx balloon expandable endoprosthesis to a position close to but not into the introducer sheath. Both the gore® viabahn® vbx balloon expandable endoprosthesis and introducer sheath can then be removed in tandem. After removal, do not reuse the gore® viabahn® vbx balloon expandable endoprosthesis or introducer sheath.

Manufacturer narrative:
A1: no patient specific details have been provided. Therefore, the patient initials reflect the w. L. Gore internal case number. C1: cbas® heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following was reported by field sales associate: the field sales associate (fsa) was notified by hospital team-member at radiology department, who reported that during a procedure, a gore® viabahn® vbx balloon expandable endoprosthesis (vbx device) bxa065902e came of its balloon before being inflated. The vbx device was pulled back through a stent in situ and came of the balloon without any resistance. The patient tolerated the procedure.